Event description:
It was reported that pump experienced malfunction alarm 199, and technical support informed caller this indicated pump malfunction without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, was within warranty, and would be replaced, was instructed to use multiple daily injections as backup insulin therapy, received storage and return instructions for malfunctioning pump, and had shipping details and pump serial number confirmed.